Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that a fluid leak was discovered in association with pd treatment. There was an air detected in cassette warning in drain 2 of 3. There was fluid found inside the module. In a follow up, the nurse said the patient was in training in the clinic for pd treatment. During drain 2 there was an air detected in cassette warning. Fluid was found inside the cycler pump module. The patient was drained manually and resumed treatment the next day on a different cycler. There was no harm, intervention or adverse event associated with the fluid leak . The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that a fluid leak was discovered in association with pd treatment. There was an air detected in cassette warning in drain 2 of 3. There was fluid found inside the module. In a follow up, the nurse said the patient was in training in the clinic for pd treatment. During drain 2 there was an air detected in cassette warning. Fluid was found inside the cycler pump module. The patient was drained manually and resumed treatment the next day on a different cycler. There was no harm, intervention or adverse event associated with the fluid leak . The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum check ¿ failed. Measured (vacuum < 160 mbar): 205 mbar.failure traced to: clogged hp3 filter.replaced hp3 filter.pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems.no fluid leaks were found after simulated treatment.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.